Event description:
It was reported that patient enrolled in a clinical study underwent right elbow arthroplasty on (B)(6) 2008. It was subsequently reported that the right medial epicondyle fractured causing pain. There was no prior trauma reported and a revision procedure has not been performed. No further information has been received to date.

Manufacturer narrative:
This follow-up report is being filed to relay the date and reason for the revision procedure, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "loosening, migration, and/or fracture of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity."

Event description:
It was reported that patient enrolled in a clinical study underwent right elbow arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2013 due to loosening of the humeral component. The humeral stem was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain."